Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with prime rewind anomaly. Last saturday customer had a seizure, the machine was shooting out last night and giving too much insulin. The blood glucose was 300 mg/dl at the time of the incident. Customer stated that, the insulin was squirting out during the manual prime process. The drive support cap was flushed. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, however compromised force sensor system alarm during prime or compromised force sensor system alarm test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.